Event description:
The customer reported a failure of the ECG trunk cable. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure of the ECG trunk cable. There was no reported patient incident/injury. Further information has been requested.